Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately low compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The date/time when the alleged issue first began is not known. According to the csr's documentation, at about the same time before the reported meter issue began, the patient reportedly was experiencing a symptom of nausea. The patient reportedly obtained a blood glucose result of "42mg/dl" with the subject meter (date/time not specified). The patient, however, denied receiving any medical intervention/ treatment following the reported meter issue. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). The csr noted that the patient no longer has the test strips he was using at the time of the alleged issue. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. The product did not cause or contribute to a serious injury. The patient's reported symptom of nausea does not meet lifescan's criteria for a serious injury and the patient's symptom began prior to the start of the alleged issue. There also was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.